Event description:
It was reported the patient was filled on (B)(6) 2015 ((B)(6)) and complained of nausea on (B)(6) 2015 ((B)(6)). She was offered an appointment, but the patient declined and stated she would be fine. They prescribed zofran and did not hear back from her. The patient was found unresponsive on (B)(6) 2015 ((B)(6)) and admitted to the intensive care unit (ICU). The pump dose was decreased by 50% on the morning of (B)(6) 2015 ((B)(6)). The pump was programmed to minimum rate mode and the patient passed away in the hospital on (B)(6) 2015 ((B)(6)). The health care provider (hcp) believed the patient passed of a stroke or heart attack. The death was noted to be not related to the device or therapy. The patient was well established on her medication and an overdose or underdose was not suspected. The nurse stated that the patient was not healthy and very obese, and it was thought that the (death) was related to the patient¿s heart, though an autopsy was being conducted to confirm. The drugs being delivered via the pump were clonidine, morphine, bupivacaine, and baclofen. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).